Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump history showed that the customer had an occlusion alarm earlier in the day but didn't continue to receive the alarms. Customer did not do anything specifically to clear occlusion at the time of the alarm. Customer's blood glucose was 338 mg/dl.